Event description:
It was reported that the vision elect power supply failed during regular use. It was reported that there was a 30 minute delay and additional anesthia was required.

Manufacturer narrative:
Power supplies (B) (4) and (B) (4) are missing their cords. It appears that the power supplies were taken apart. Integrity of the products has been compromised. Testing cannot be performed, and the issue could not be verified. Possible root cause: the issue may be due to internal component failure. The power supply may not be transferring the correct current output to the monitor resulting in a blinking amber light issue from the power switch area. Both power supplies may have been altered- possibly through re-soldering and splicing. Intermittent power loss may occur. Add'l lot# 70600676.